Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on 25 august 2017, intra-operatively in a laparoscopic hysterectomy, during closure of the vaginal cuff, the device was difficult to load and the needle would not stay attached. Needle fell into patient cavity and was retrieved by laparoscopic grasper. They used another device to complete the case and resolve the issue. The patient was alive with no injury.